Manufacturer narrative:
The pipeline flex braid was returned for evaluation. Based on the customer¿s photos, the analysis findings and the event descriptions, the clinical observations were confirmed as the received pipeline braid was found not opened due to damaged braid. The returned catheter was also found to be accordioned. From the damages seen on the catheter body (accordioning) and pipeline braid (fraying); it appears there was force used. It is likely these damages occurred when the customer attempted to advance the pipeline flex delivery system through the catheter against the reported resistance. Per our instructions for use (IFU): ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. The pipeline flex embolization device is fully resheathed when the distal marker is retracted completely inside the micro catheter. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device has been received, but the analysis has yet not been completed. A supplemental report will be submitted. MDR linked with: 2029214-2017-01308, 2029214-2017-01309

Event description:
Medtronic received report that two flow diverter devices did not open at distal section, and when they were removed they both remained pinched at the proximal end. No patient injury occurred.